Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. There was also a reading for zero ohms, but that was likely due to an interruption during a remote interrogation. There are no plans for intervention at this time, simply to monitor for now. Boston scientific technical services (ts)